Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/29/2017 with the following findings: moisture was found in the battery compartment. The battery compartment was cracked from the threads to the left of the grip pad. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further moisture damage. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and there was moisture. This report is made based on results of investigation completed on 06/29/2017.